Event description:
The following was reported by pt's wife: pt had a third pacemaker implant and incision was closed using steri-strips. The next day, large blisters were seen at the surgical site. Attending physician attributed the blisters to an allergic reaction and prescribed keflex prophylactically to prevent infection. A pocket hematoma developed on (B)(6)2009 and the incision was drained and an antibiotic pouch placed around the pacemaker: site closed with staples. Pt discharged on (B)(6)2009. Staples removed (B)(6)2009.